Event description:
It was reported that a patient presented with high impedance on the right ventricular (rv) lead due to possible insulation breach. On 6 mar 2024, the physician elected to cap and replace the rv lead. The patient condition was stable following the procedure.